Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lcb distal cover glass fluid damage, the light guide cable coating damage, the staycoil broken, the light guide fiber bundle (lcb) broken, the segment compressed, the operation channel buckled, the suction channel buckled, the root brace rubber cracked, the angle wire play, the electrical connector corroded, the lg cable connector corroded, the insertion flexible tube (ift) leak, the objective lens unit scratched, the objective lens unit dirty, the lcb distal cover glass dirty, the junction case loosened, the distal body worn out, the ccd signal wire worn out, the root brace rubber discolored, and the lg root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.